Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
During the percutaneous coronary intervention, the patient suffered a myocardial infarction due to a septal occlusion. The patient was a male. There were two target lesions, the mid left anterior descending artery (mid lad) and the proximal circumflex artery (prox cfx). The patient has a history of allergy/hypersensitivity, diabetes, copd, gastro-duodenal ulcer, and moderate to severe renal disease. Prior to the index procedure, the patient was only taking aspirin. During the procedure, he was given aspirin, clopidogrel and heparin. The indication for the index procedure was cardiac respiratory arrest. The mid lad was 3 mm in diameter and the lesion length was 23mm. Pre-procedure stenosis was 75% and post-procedure stenosis was 0%. Timi flow pre and post procedure was 3. The lesion was de novo with heavy calcification and a type c classification. The lesion was pre-dilated with a 2.5 x 6mm balloon at 10atm. The stent was implanted at 20atm. The stent was not fully expanded so post-dilation was conducted with a 15 x 3.5mm at 20atm. Ivus was used pre and post stent implant and full apposition was obtained at the end of the procedure. There was affectation of the small septal noted. A stent was implanted in the cfx with no complications. During the index procedure, the patient had a myocardial infarction (mi) because of the septal occlusion. The mi was a non q-wave mi that was not target vessel related. The location of the mi was undetermined. Peak ck was 2 times uln, peak ck-mb was >5 times the uln, and troponin t was >5 times the uln. There was no evidence of stent thrombosis. The patient was discharged the next day. Medications at discharge were aspirin and clopidogrel.